Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during patient follow up, a cta identified a type ia endoleak. Re-intervention was performed with the addition of an endurant cuff. The event was resolved. Per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported, and the patient is fine.